Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had "multiple failures" of the lead cap when attaching and/or detaching it from the proximal end of the lead, between the first- and second-stage procedures. The metal housing for the grub screw rotated within the silicon body of the lead cap, and was too small to hold effectively. This resulted in "obvious damage" to the lead on several occasions. The leads were not replaced. There was no injury to the pt. The pt recovered without sequela. A follow-up report will be filed if additional info becomes available.